Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on november 20, 2018 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr to 1+. On (B)(6) 2022, echocardiogram was performed, which showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 4+. A second mitraclip procedure was performed on (B)(6) 2022. One xt clip was implanted, stabilizing the slda clip. Mr was reduced to 2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, a cause for the single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation (mr) is a cascading event of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.